Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for essential tremor and movement disorders. The rep reported that the patient had strokes after the leads were placed. The rep reported that the patient had risk factors for stroke. The rep reported that the checks on the system showed that it was normal. No device issues were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The patient started to experience stroke symptoms in the last calendar year, specific time frame is not easily determined, but the symptoms occurred during the regular use of the system. The cause of the stroke couldn't be determined due to multiple risk factors. No interventions were taken other than radiologic examinations. The issue was resolved at the time of the event.